Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The lead was returned cut and incomplete. Only 6cm of each terminal end segment was received. Visual inspection revealed the leads were cleanly cut in a manner consistent with explant damage. There were set screw marks on electrode #9. This indicated both tails had been fully inserted and secured inside the header of the ipg. Both lead segments passed continuity testing on all channels. As the lead was returned incomplete, it could not be fully analyzed. As such, it could not be determined if it contributed to the reported issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number 1627487-2020-22720. It was reported that patient had surgery on (B)(6) 2020 wherein their full system (implantable pulse generator and lead) removed on (B)(6) 2020 due to ineffective stimulation. Patient is stable.